Event description:
It was reported that when turning on equipment before use, the cardiosave intra-aortic balloon pump (iabp) required battery maintenance in bay 1 & 2. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. No response has been received after making three (3) good faith efforts (gfe) attempts to obtain the additional information on this complaint event. If the battery issue information is received, the complaint will be reopened and updated.

Event description:
N/a.